Manufacturer narrative:
Additional information : the actual sample was receive for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test was performed and observed a leak through the sealing of the tubing into the bushing. Additional clear passage test was performed and no defects were noted. The reported problem was verified during pressure test; however, no defects were noted during clear passage test. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set was observed to have leaked at the distal white tubing segment. The event was noted when a puddle of intravenous fluid (ivf) was observed on the floor. The lumen then clotted off. This event occurred during and unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.